Manufacturer narrative:
This report is submitted on september 3, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced skin inflammation at the abutment site resulting the removal of the abutment and the administration of antibiotics. The patient is being clinically managed by the health care provider.